Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the questionnaire was completed with limited information. Implanting the device after the expiration date, the patient picking or touching the wound, and the patient having contraindicating conditions have been ruled out as potential causes. However, the physician discovered a small portion of the absorbable suture used during the implant procedure did not fully dissolve. The physician suspects this was the cause of the infection. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is unrelated to curonix device as a small portion of the absorbable suture did not fully dissolve (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported an infection. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2026. As of (B)(6) 2026, the infection has resolved and no further issues have been reported.